Manufacturer narrative:
Service was not dispatched for this incident. Root cause is not known but appears to be reagent related.

Event description:
The customer reported that false positive rheumatoid factor (rf) patient results, associated with the use of a specific immage immunochemistry system rheumatoid factor (rf) reagent lot, were generated on an immage immunochemistry system for twelve patients. No patient results were provided by the customer so it is not possible to confirm the number of patients involved, assess the actual patient results generated by the instrument and rf reagent, or confirm the date of occurrence. The rf reagent lot number in use on the instrument during time of this event was m101865. The initially positive rf results were repeated by an alternate reference laboratory which reported the results as negative. The initial erroneous rf results were not reported out of the laboratory hence there were no deaths, serious injuries or change to patient treatment associated or attributed to this event. No issues with other chemistries were reported. No patient specific information was provided by the customer. No sample issues were noted. Chemistry instrument quality controls were recovering acceptably during the timeframe of the event. No system errors were noted. No additional sample handling/collection information was provided by the customer.